Event description:
It was reported that during a vascular stent deployment in the sfa, the stent was deployed partially when the delivery system could no longer deploy the stent. The delivery system handle was opened up, a surgical instrument was used to grab the delivery wire and complete the deployment successfully. There is no reported pt injury.

Manufacturer narrative:
The lot history has been provided and the device history records are being reviewed. The investigation is currently underway.